Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 50-65 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from (B)(6) 2020 to (B)(6) 2020. A total of 6 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) value of 52 was recorded at 5:12:46 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 4:22:41 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:51:56 am date: (B)(6) 2020 iob: 0.46 time: 2:13:58 pm date: (B)(6) 2020 iob: 0.59 time: 3:08:18 pm date: 3/24/2020 iob: 3.97 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Blood glucose (bg) of 30 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:44:24 pm. Blood glucose (bg) of 301 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:44:27 pm. This indicates the bg of 30 mg/dl was likely entered in error. Blood glucose (bg) of 40 mg/dl was entered into the pump by the user on (B)(6) 2020 at 04:38:04 am. 40g of carbohydrates were entered into the pump by the user on (B)(6) 2020 at 4:38:08 am. Continuous glucose monitor (cgm) value of 301 mg/dl was recorded at 4:37:34 am on (B)(6) 2020. This indicates the bg of 40 mg/dl was likely entered in error. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 1:02:29 pm to 1:22:29 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 1:02:29 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:55:33 am date:(B)(6) 2020 iob: 3.40 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 4:47:29 pm to 6:42:29 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 4:47:29 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 6:32:29 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:55:33 am date:(B)(6) 2020 iob: 3.40 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Blood glucose (bg) of 30 mg/dl was entered into the pump by the user on (B)(6) 2020 at 10:07:32 pm. 30g of carbohydrates were entered into the pump by the user on (B)(6) 2020 at 10:07:36 pm. Continuous glucose monitor (cgm) value of 227 mg/dl was recorded at 10:02:29 pm on (B)(6) 2020. This indicates the bg of 30 mg/dl was likely entered in error. Continuous glucose monitor (cgm) values of 48 to 50 mg/dl were recorded at 3:37:21 pm to 3:42:20 pm on 4/4/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 3:37:21 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 05:47:03 am to 05:56:59 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 05:47:03 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 08:16:56 am to 08:26:55 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 08:16:56 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.